Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of an intraperitoneal colposuspension, posterior colporrhaphy, perineoplasty, and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted, due to stress urinary incontinence, uterine prolapse, cystocele, and rectocele. The patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, fistula, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center . No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017. Patient codes: (B)(6) urinary tract infection, (B)(6) vaginal spotting. It was reported that following insertion the patient experienced remission of urinary tract infection and vaginal spotting.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning sensation and discomfort.